Event description:
It was reported that the device was not working properly. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation. Add'l info was requested, but no add'l info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval the subassemblies were difficult to separate and put back together. The device was viewed under magnification. The edge of the outer subassembly where it opens to allow cutting was damaged with a portion of the opening worn away. There were pitting marks on the outside of the inner subassembly such that it appeared that metal mas missing. The teeth of the shaver were not damaged. The device was subjected to a spin/drop test. The inner shaver did not slide easily into the outer shaft, and there was metal to metal scraping when the inner piece was rotated on its axis. The device was able to connect to a generator with no error codes displayed. No lot number was provided, so the device history record could not be reviewed for discrepancies. Each device is visually inspected and functionally tested prior to release. The instructions for use state "excessive pressure may cause cutters, shavers, or burrs to bend or break which may in turn cause harm to the pt and / or operating room staff." The jaw appeared to be in alignment, and the clip retainer, push fork and jaw clearance were acceptable. Upon eval, the remaining five clips were cycled and fed. All of the clips loaded properly into the jaws. Clips one and five has proper pinch and alignment. Clips two through four were scissored. After the last clip was fired, the locking mechanism engaged as intended. The lot number was not provided, so the device history record could not be reviewed.